Manufacturer narrative:
The initial report was submitted under brand name architect stat troponin, (B)(4) manufacturing site. It was determined that the investigation should be performed on architect i2000sr analyzer, (B)(4) manufacturing site. MFR 1628664-2013-00156 has been submitted to address this event.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The analyzer generated an initial troponin result of 0.038. Upon repeat, a troponin result of 0.006 was generated. The false positive troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.